Manufacturer narrative:
Phone number: (B)(6). The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, gel bleed.

Event description:
Healthcare professional reported wrinkling of left device and "hard nodule attached to the implant" and "silicone that leaked out". Pathology test requested. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, left side "silicone had escaped from the implant. The shell had lost its integrity, by the firmness and irregular feel of the implant".

Manufacturer narrative:
Correct reason for removal was "a hard nodule attached to the implant," and "silicone that has leaked out." A visual analysis of the returned device identified: weight to the spec, deformation and yellow particle in the shell. . Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side "during explant surgery the left side device was wrinkled. When it came out there was a nodule attached to it, no capsule but a hard nodule attached to the implant. The implant is wrinkled," and health professional does "not think the nodule to be cancerous but might be a silicone that has leaked out." Explanting physician reported "left implant appeared to lose its integrity was firm. There was a floating fibrous nodule that was within the capsule that I sent off for pathology and this showed fibrous capsule and implant material." Pathology test was requested. Device has been explanted.